Event description:
It was reported that just before the end of the case, smoke came out from the inside of the arm cart on the stenoscope system. There was no report of pt or operator injury.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. Replaced the dc power supply. The system was tested and found to be working as intended and placed back into service.